Event description:
It was reported that patients ipg was not holding a charge and at end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients ipg was not holding a charge and at end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the device was not returned. No further information has been obtained despite good faith efforts.